Event description:
It was reported that this abutment screw had fractured.

Manufacturer narrative:
Upon fit, form and functional inspection, it was found that the head on the screw had fractured and the hex has been stripped. The cause is undetermined. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.